Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device lot history review is pending.

Event description:
The event occurred on an unspecified date and involved a 11" (28 cm) appx 1.1ml, smallbore ext set w/3-port nanoclave¿ manifold, check valve, clave¿ clear, luer lock where it was reported that the patient had double lumen umbilical venous catheter (uvc), both with new manifolds recently placed in each lumen attached to MRI IV tubing. One lumen only had a carrier fluid going with a medication line (not being used at the time). As the patient was in MRI, the lines were threaded to the wall (as standard procedure). As they were threaded, the entire port with the medication line broke off, leaving the manifold open to air, as well as the uvc lumen. The manifold was taken off the lumen and the IV fluid carrier was attached directly to the lumen on the uvc to keep it open. There was patient involvement, unknown human harm. This report captures 2 occurrences.

Manufacturer narrative:
Investigation summary: the complaint of cracks on item am3127 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record lot # was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.